Event description:
Tip used during a liver surgery. After 15 minutes, the tip broke into two pieces. The cusa panel showed the tip alarm. Additional info has been requested as it relates to this complaint.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.